Event description:
Event verbatim [preferred term] : red, hot, and blisters all over the finger [erythema], red, hot, and blisters all over the finger [feeling hot], red, hot, and blisters all over the finger [blister], said she had a severe infection [localised infection], chemical burn [chemical burn], bandage on for 2 days, which patient did/then noticed how bad it was under bandage, and is now running down finger, to palm of hand [therapeutic product ineffective], , narrative: this is a spontaneous report received from a consumer or other non hcp from medical information team. A 33-year-old female patient received absorbable gelatin (gelfoam), from (B)(6) 2024 for haemostasis. The patient had no relevant medical history. There were no concomitant medications. The following information was reported: localised infection (intervention required, medically significant) with onset (B)(6) 2024, outcome "not recovered", described as "said she had a severe infection"; therapeutic product ineffective (intervention required, medically significant) with onset (B)(6) 2024, outcome "not recovered", described as "bandage on for 2 days, which patient did/then noticed how bad it was under bandage, and is now running down finger, to palm of hand"; chemical burn (intervention required, medically significant) with onset (B)(6) 2024, outcome "not recovered"; erythema (intervention required, medically significant), feeling hot (intervention required, medically significant), blister (intervention required, medically significant) all with onset (B)(6) 2024, outcome "not recovered" and all described as "red, hot, and blisters all over the finger". The patient underwent the following laboratory tests and procedures: blood culture: (B)(6)2024 finger was infected, notes: said finger was infected, but cultures didn't grow anything for 4 days; blood test: (B)(6) 2024 unknown results; x-ray: (B)(6) 2024 unknown results. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of localised infection. Clinical course: caller (patient's mother) was calling on behalf of her daughter. It reported the patient had cut off the tip of her finger on (B)(6)2024, was not really the whole tip, was the skin of middle finger. She went to urgent care, they used a clear liquid to stop the bleeding and then used gelfoam gauze, or dressing, compressed sponge, then sent patient home. Patient had to keep the compression bandage on for 2 days, which patient did, took off monday (B)(6) 2024; removed the gelfoam the morning of (B)(6) 2024 and then noticed how bad it was under bandage, and was currently running down finger, to palm of hand. It also reported "urgent care put on, wrapped, and said for patient take off 48 hours later and put a band-aid on it. Just put on the tip and wrapped with gauze and taped it. Nothing is left now, just little square on tip of finger, and said patient's body would absorb it". Then they had to take her to the emergency room (ER) room last monday on (B)(6) 2024 because 2 days later after having dressing put on it was so red, hot, and blisters all over the finger on (B)(6) 2024 where the sponge/dressing was. Clarified and confirmed patient was not admitted into the hospital, just seen in ER. She saw a hand surgeon, the mother afraid she was going to lose her finger (may lose finger), it is so bad. The blistering didn't happen until 4 days after, after she went back to the ER, they said she had a severe infection and put her on IV vancomycin and oral antibiotics, blood work, blood cultures, and took x-ray. Said finger was infected, but cultures didn't grow anything for 4 days. She had a follow up with the hand surgeon on thursday, she can't bend her finger and has no feeling in her finger. She just cut the skin, not the whole tip, she took a chunk out of the tip of her finger, not the whole tip of her middle finger, she felt like she was flipping everyone off when she was holding it up. Upon transfer caller confirmed details provided by transfer agent, clarifying that it was still the tip of the finger, right behind nail, tip didn't completely come off, has pictures, took off about 2 inches or 1.5 inches deep chunk of skin, caller stated caller might be exaggerating, looks pretty deep. Took pictures.urgent care did nothing, put clear liquid on it, which is not written down in patient's chart, then put on the gelfoam and sent patient home with no antibiotics, nothing. Wasn't sure if it was an allergic reaction or adverse reaction, people were saying was a chemical burn, no clue, looks like a chemical burn. The reporter asked how they know if it is an allergic reaction or an adverse reaction. The sample of the product was not available to be returned, if requested. Packaging sealed and intact. Causality for "red, hot, and blisters all over the finger", "said she had a severe infection", "chemical burn" and "bandage on for 2 days, which patient did/then noticed how bad it was under bandage, and is now running down finger, to palm of hand" was determined associated to absorbable gelatin (malfunction)., comment: based on temporal association, a causal association between the reported events and absorbable gelatin cannot be fully excluded. And based on the current safety profile, absorbable gelatin may form a nidus of infection.

Manufacturer narrative:
Investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing (withheld) for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer (withheld) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] bandage on for 2 days, which patient did/then noticed how bad it was under bandage, and is now running down finger, to palm of hand [therapeutic product ineffective], red, hot, and blisters all over the finger [erythema], red, hot, and blisters all over the finger [feeling hot], red, hot, and blisters all over the finger [blister], said she had a severe infection [localised infection], chemical burn [chemical burn], , narrative: this is a spontaneous report received from a consumer or other non-hcp from medical information team and product quality group. A 33-year-old female patient received absorbable gelatin (gelfoam), from (B)(6) 2024 to (B)(6) 2024 for haemostasis. The patient had no relevant medical history. There were no concomitant medications. The following information was reported: localised infection (intervention required, medically significant) with onset (B)(6) 2024, outcome "not recovered", described as "said she had a severe infection"; therapeutic product ineffective (intervention required, medically significant) with onset (B)(6) 2024, outcome "not recovered", described as "bandage on for 2 days, which patient did/then noticed how bad it was under bandage, and is now running down finger, to palm of hand"; chemical burn (intervention required, medically significant) with onset (B)(6) 2024, outcome "not recovered"; erythema (intervention required, medically significant), feeling hot (intervention required, medically significant), blister (intervention required, medically significant) all with onset (B)(6) 2024, outcome "not recovered" and all described as "red, hot, and blisters all over the finger". The patient underwent the following laboratory tests and procedures: blood culture: ((B)(6) 2024) finger was infected, notes: said finger was infected, but cultures didn't grow anything for 4 days; blood test: (20may2024) unknown results; x-ray: ((B)(6) 2024) unknown results. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of localised infection. Clinical course: caller (patient's mother) was calling on behalf of her daughter. It reported the patient had cut off the tip of her finger on (B)(6) 2024, was not really the whole tip, was the skin of middle finger. She went to urgent care, they used a clear liquid to stop the bleeding and then used gelfoam gauze, or dressing, compressed sponge, then sent patient home. Patient had to keep the compression bandage on for 2 days, which patient did, took off monday ((B)(6) 2024) (removed the gelfoam the morning of (B)(6) 2024) and then noticed how bad it was under bandage, and was currently running down finger, to palm of hand. It also reported "urgent care put on, wrapped, and said for patient take off 48 hours later and put a band-aid on it. Just put on the tip and wrapped with gauze and taped it. Nothing is left now, just little square on tip of finger, and said patient's body would absorb it". Then they had to take her to the emergency room (ER) room last monday on (B)(6) 2024 because 2 days later after having dressing put on it was so red, hot, and blisters all over the finger (on (B)(6) 2024) where the sponge/dressing was. Clarified and confirmed patient was not admitted into the hospital, just seen in ER. She saw a hand surgeon, the mother afraid she was going to lose her finger (may lose finger), it is so bad. The blistering didn't happen until 4 days after, after she went back to the ER, they said she had a severe infection and put her on IV vancomycin and oral antibiotics, blood work, blood cultures, and took x-ray. Said finger was infected, but cultures didn't grow anything for 4 days. She had a follow up with the hand surgeon on thursday, she can't bend her finger and has no feeling in her finger. She just cut the skin, not the whole tip, she took a chunk out of the tip of her finger, not the whole tip of her middle finger, she felt like she was flipping everyone off when she was holding it up. Upon transfer caller confirmed details provided by transfer agent, clarifying that it was still the tip of the finger, right behind nail, tip didn't completely come off, has pictures, took off about 2 inches or 1.5 inches deep chunk of skin, caller stated caller might be exaggerating, looks pretty deep. Took pictures.urgent care did nothing, put clear liquid on it, which is not written down in patient's chart, then put on the gelfoam and sent patient home with no antibiotics, nothing. Wasn't sure if it was an allergic reaction or adverse reaction, people were saying was a chemical burn, no clue, looks like a chemical burn. The reporter asked how they know if it is an allergic reaction or an adverse reaction. The sample of the product was not available to be returned, if requested. Packaging sealed and intact. Causality for "red, hot, and blisters all over the finger", "said she had a severe infection", "chemical burn" and "bandage on for 2 days, which patient did/then noticed how bad it was under bandage, and is now running down finger, to palm of hand" was determined associated to absorbable gelatin (malfunction). Product quality group provided investigational results on (B)(6) 2024 for absorbable gelatin: investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing (withheld) for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer (withheld) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (15jul2024): this is a follow-up report from product quality group providing investigation results. Follow-up (22jul2024): follow-up attempts are completed. Amendment: this follow-up report is being submitted to amend previous information: update imdrf/FDA codes to allow appropriate exporting to local health authorities requiring this information for device constituent reporting., comment: based on temporal association, a causal association between the reported events and absorbable gelatin cannot be fully excluded. And based on the current safety profile, absorbable gelatin may form a nidus of infection.

Event description:
Event verbatim [preferred term] red, hot, and blisters all over the finger [erythema], red, hot, and blisters all over the finger [feeling hot], red, hot, and blisters all over the finger [blister], said she had a severe infection [localised infection], chemical burn [chemical burn], bandage on for 2 days, which patient did/then noticed how bad it was under bandage, and is now running down finger, to palm of hand [therapeutic product ineffective], narrative: this is a spontaneous report received from a consumer or other non-hcp from medical information team and product quality group. A 33-year-old female patient received absorbable gelatin (gelfoam), from (B)(6) 2024 to (B)(6) 2024 for haemostasis. The patient had no relevant medical history. There were no concomitant medications. The following information was reported: localised infection (intervention required, medically significant) with onset (B)(6) 2024, outcome "not recovered", described as "said she had a severe infection"; therapeutic product ineffective (intervention required, medically significant) with onset (B)(6) 2024, outcome "not recovered", described as "bandage on for 2 days, which patient did/then noticed how bad it was under bandage, and is now running down finger, to palm of hand"; chemical burn (intervention required, medically significant) with onset (B)(6) 2024, outcome "not recovered"; erythema (intervention required, medically significant), feeling hot (intervention required, medically significant), blister (intervention required, medically significant) all with onset (B)(6) 2024, outcome "not recovered" and all described as "red, hot, and blisters all over the finger". The patient underwent the following laboratory tests and procedures: blood culture: ((B)(6) 2024) finger was infected, notes: said finger was infected, but cultures didn't grow anything for 4 days; blood test: ((B)(6) 2024) unknown results; x-ray: ((B)(6) 2024) unknown results. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of localised infection. Clinical course: caller (patient's mother) was calling on behalf of her daughter. It reported the patient had cut off the tip of her finger on (B)(6) 2024, was not really the whole tip, was the skin of middle finger. She went to urgent care, they used a clear liquid to stop the bleeding and then used gelfoam gauze, or dressing, compressed sponge, then sent patient home. Patient had to keep the compression bandage on for 2 days, which patient did, took off monday ((B)(6) 2024) (removed the gelfoam the morning of (B)(6) 2024) and then noticed how bad it was under bandage, and was currently running down finger, to palm of hand. It also reported "urgent care put on, wrapped, and said for patient take off 48 hours later and put a band-aid on it. Just put on the tip and wrapped with gauze and taped it. Nothing is left now, just little square on tip of finger, and said patient's body would absorb it". Then they had to take her to the emergency room (ER) room last monday on (B)(6) 2024 because 2 days later after having dressing put on it was so red, hot, and blisters all over the finger (on (B)(6) 2024) where the sponge/dressing was. Clarified and confirmed patient was not admitted into the hospital, just seen in ER. She saw a hand surgeon, the mother afraid she was going to lose her finger (may lose finger), it is so bad. The blistering didn't happen until 4 days after, after she went back to the ER, they said she had a severe infection and put her on IV vancomycin and oral antibiotics, blood work, blood cultures, and took x-ray. Said finger was infected, but cultures didn't grow anything for 4 days. She had a follow up with the hand surgeon on thursday, she can't bend her finger and has no feeling in her finger. She just cut the skin, not the whole tip, she took a chunk out of the tip of her finger, not the whole tip of her middle finger, she felt like she was flipping everyone off when she was holding it up. Upon transfer caller confirmed details provided by transfer agent, clarifying that it was still the tip of the finger, right behind nail, tip didn't completely come off, has pictures, took off about 2 inches or 1.5 inches deep chunk of skin, caller stated caller might be exaggerating, looks pretty deep. Took pictures.urgent care did nothing, put clear liquid on it, which is not written down in patient's chart, then put on the gelfoam and sent patient home with no antibiotics, nothing. Wasn't sure if it was an allergic reaction or adverse reaction, people were saying was a chemical burn, no clue, looks like a chemical burn. The reporter asked how they know if it is an allergic reaction or an adverse reaction. The sample of the product was not available to be returned, if requested. Packaging sealed and intact. Causality for "red, hot, and blisters all over the finger", "said she had a severe infection", "chemical burn" and "bandage on for 2 days, which patient did/then noticed how bad it was under bandage, and is now running down finger, to palm of hand" was determined associated to absorbable gelatin (malfunction). Product quality group provided investigational results on (B)(6) 2024 for absorbable gelatin: investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing (withheld) for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer (withheld) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up ((B)(6) 2024): this is a follow-up report from product quality group providing investigation results., comment: based on temporal association, a causal association between the reported events and absorbable gelatin cannot be fully excluded. And based on the current safety profile, absorbable gelatin may form a nidus of infection.

Manufacturer narrative:
Investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing (withheld) for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer (withheld) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.